Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Event description: (B)(6). Reported: during the procedure, when ptfe guidewire would be positioned, the tip was seen broken. Type of procedure: kidney stone extraction.

Event description:
Event description: alberto su[?]rez reported: during the procedure, when ptfe guidewire would be positioned, the tip was seen broken type of procedure: kidney stone extraction.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Device was originally expected but was not returned. Report updated as no device return.